Event description:
It was reported that following a left eye (os) trabecular microbypass stent system procedure, the patient presented twelve (12) months postoperatively with "abnormal stent positioning" and incarceration of iris. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following additional information was received. The report reiterated that during a twelve (12) month postoperative examination, stent incarceration in the iris was observed, and no treatment was required as "it is not obstructed."

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
The following additional information was received. Per report, stent occlusion was noted during a twelve (12) month postoperative examination with no adverse patient effect or treatment noted.

Manufacturer narrative:
MFR# reference: (B)(4).